Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates were misidentified or unidentified. The user noted that staphylococcus aureus and coagulase-negative staphylococci were the isolate types showing the failure. The user also noted that qc was not being performed. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates were misidentified or unidentified. The user noted that staphylococcus aureus and coagulase-negative staphylococci were the isolate types showing the failure. The user also noted that qc was not being performed. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that there were discrepant results most commonly with s. Aureus and cns, even after upgrading to software v7.51a. Remote support was provided to the customer. The support specialist noted that qc was not performed, so it was explained to the customer that misidentification could occur due to factors such as reagents, equipment, techniques, and bacterial characteristics. It was then noted that the misidentified strains were discarded, making it no longer possible to investigate. The customer stated they would reach out if future issues arose. No technical issues were noted with the instrument. The instrument continues to operate as intended. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned and no returned material investigation could occur. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. This instrument was installed previously and has since been relocated. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.